Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: gxl and hxx; h3, h4, h6; the customer reported that the 05.000.008, hand piece for battery powered driver fast and reverse do not work. The repair technician reported that the device ran intermittent in fast forward, did not run in reverse modes, have discolored wires, rusted motor and debris on internal components. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor/gearhead barrier, shcs, pfhs, set screw, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 10-january-2024 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 50. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H4, h6 part # 05.000.008 synthes lot # 008101 supplier lot # 008101 release to warehouse date: 11 dec 2021 supplier: triangle manufacturing a non-related nr was launched to this product code/lot number combination. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 05.000.008 fast and reverse do not work. The issue was observed during weekly audit of equipment. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided. This report is for one (1) handle battery powered driver. This is report 1 of 1 for complaint (B)(4).